Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm replace battery alert now. Customer's blood glucose is unknown mg/dl. The customer didn't received a low battery alert prior to the replace battery now alert. Customer stated the battery was not previously used. The stated that the device was not dropped. The customer stated the drive support cap is not loose, cracked or damaged. The customer stated that this is the second occurence of replace battery now without a low battery warning. Customer was advised that the device would be replaced. The customer was advised that they may continue to wear the insulin pump until replacement arrived if they insert new battery. The customer reported via phone call that the insulin pump had error 25. Customer's blood glucose was unknown mg/dl. The customer was advised that the internal power source in the pump is unable to charge. After the troubleshooting was done, customer was advised to monitor the monitor the pump.